Manufacturer narrative:
Patient's demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed that the sharp tip is sheared off. Some abrasion marks were observed at the device's distal end. Material analysis confirmed correct material type. Device history record could not be performed as the lot number was unknown. Based on the information provided and device evaluation, the most likely cause of this type of event is excessive leveraging forces due to improper alignment of the drill/guide sleeve when drilling into bone. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a drill tip broke off during an acl transfix3 surgery and could not be retrieved. The surgeon switched to a rigidfix technique and the tip remains in the patient.